Event description:
It was reported the monitor generated a visual red alarm for the patient's tachycardia, but no audible alarm was generated. A tech went onsite to perform testing on the device, revealing the system functioned per specification with no malfunction. The clinical audit logs were also reviewed, revealing a red vent fib/tachy alarm was generated at the monitor and the central station at 1256. A short time later at 1302, the alarm was acknowledged at the central station. It remains unclear whether there was any delay in care to the patient. Additional information received indicated that resuscitation was not related to monitoring. It was noted during the resuscitation there were no alarms from the monitor and the ventricular tachycardia was not recognized as a 3-star alarm. The outcome for the patient remains unknown at the time of this review. Based on the information received, there was a failure to alarm which led to a delay in resuscitation, which can be considered life-threatening and is thus, a serious injury.

Manufacturer narrative:
Philips received a complaint on the intellivue patient monitor mx800 indicating that the system did not react acoustically, and the patient had tachycardia. The device was in clinical use. The reported v-tach is assessed as a serious injury, however there was no reported delay in care or resuscitation, and the device is unrelated to the reported event. The event took place on 28 may at about 13:02 on ward o11, bed o1134b, monitor mon24. The patient had a red tachycardia alarm, but it did not sound the alarm. The philips technician visited on site and subjected the system to a technical inspection. The result of the safety and measurement control of the monitor: the system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Analysis of the technical log entries did not reveal any malfunction of the system. The analysis of the audit protocol yielded the following result: on 28 may at 13:02:18 a red alarm was generated by the control panel and terminated at 13:02:40. At 13:02:14 a red vent fib/tachy alarm was generated on the monitor and at the control panel. A short time later the alarm was acknowledged at the control panel. All events of bed o1134b between 12:56 and 13:02 are listed. A red alarm (artm) is noticed, which was generated at 12:56 p.m., and this red alarm was also acknowledged by the control center at 1:02 p.m. The product support engineer evaluated the audit logs and yielded the following result: the audit log matches the rhythm strips provided. At 13:02:14, the monitor generated a red alarm for vent fib/tach. It is logged in the audit log and the customer provide the alarm strip. Art no pulse alarm generated and ended as well following the vent fib/tach alarm. The alarm was acknowledged at the 13:02:37 at the pic ix. 28.05.2024 13:02:18 kliniken maria hilf gmbh o1134b sector: vent fib/tachy generated at 13:02:14. Pic ix: ixo1100 red alarm. 28.05.2024 13:02:18 kliniken maria hilf gmbh o1134b vent fib/tachy generated at 13:02:14. My24 red alarm. The audit log matches the alarm strips provided. The vent fib/tach alarm for this bed was acknowledged at the pic ix. A good faith effort (gfe) conducted confirmed that the alarm was noticed by the staff immediately and there was no delay in responding to the alarm. The nurse was in the room with the patient at the time of the event and there was no reported delay in care, the outcome of the patient remains unknown. The speakers were tested and found to be working at the central station and the volume was set at 6. It has also been clarified that the customer has not alleged that the device caused or contributed to the event. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings. The device worked as designed and configured. There was no reported delay in care or resuscitation, and the device is unrelated to the reported event. The investigation concludes that no further action is required at this time. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Correction was made to the patient weight and type of reported complaint.

Manufacturer narrative:
Philips received a complaint on the intellivue patient monitor mx800 indicating that the system did not react acoustically, and the patient had tachycardia. The device was in clinical use. The reported v-tach is assessed as a serious injury, however there was no reported delay in care or resuscitation, and the device is unrelated to the reported event. The event took place on 28 may at about 13:02 on ward o11, bed o1134b, monitor mon24. The patient had a red tachycardia alarm, but it did not sound the alarm. The philips technician visited on site and subjected the system to a technical inspection. The result of the safety and measurement control of the monitor: the system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Analysis of the technical log entries did not reveal any malfunction of the system. The analysis of the audit protocol yielded the following result: on 28 may at 13:02:18 a red alarm was generated by the control panel and terminated at 13:02:40. At 13:02:14 a red vent fib/tachy alarm was generated on the monitor and at the control panel. A short time later the alarm was acknowledged at the control panel. All events of bed o1134b between 12:56 and 13:02 are listed. A red alarm (artm) is noticed, which was generated at 12:56 p.m., and this red alarm was also acknowledged by the control center at 1:02 p.m. The product support engineer evaluated the audit logs and yielded the following result: the audit log matches the rhythm strips provided. At 13:02:14, the monitor generated a red alarm for vent fib/tach. It is logged in the audit log and the customer provide the alarm strip. Art no pulse alarm generated and ended as well following the vent fib/tach alarm. The alarm was acknowledged at the 13:02:37 at the pic ix. 28.05.2024 13:02:18 kliniken maria hilf gmbh o1134b sector: vent fib/tachy generated at 13:02:14. Pic ix: ixo1100 red alarm 28.05.2024 13:02:18 kliniken maria hilf gmbh o1134b vent fib/tachy generated at 13:02:14. My24 red alarm the audit log matches the alarm strips provided. The vent fib/tach alarm for this bed was acknowledged at the pic ix. A good faith effort (gfe) conducted confirmed that the alarm was noticed by the staff immediately and there was no delay in responding to the alarm. The nurse was in the room with the patient at the time of the event and there was no reported delay in care, the outcome of the patient remains unknown. The speakers were tested and found to be working at the central station and the volume was set at 6. It has also been clarified that the customer has not alleged that the device caused or contributed to the event. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings. The device worked as designed and configured. There was no reported delay in care or resuscitation, and the device is unrelated to the reported event. The investigation concludes that no further action is required at this time. E1: reporter institution phone number, reporter phone number: (B)(6).

Event description:
It was reported the monitor generated a visual red alarm for the patient's tachycardia, but no audible alarm was generated. A tech went onsite to perform testing on the device, revealing the system functioned per specification with no malfunction. The clinical audit logs were also reviewed, revealing a red vent fib/tachy alarm was generated at the monitor and the central station at 1256. A short time later at 1302, the alarm was acknowledged at the central station. It remains unclear whether there was any delay in care to the patient. Additional information received indicated that resuscitation was not related to monitoring. It was noted during the resuscitation there were no alarms from the monitor and the ventricular tachycardia was not recognized as a 3-star alarm. The outcome for the patient remains unknown at the time of this review. Based on the information received, there was a failure to alarm which led to a delay in resuscitation, which can be considered life-threatening and is thus, a serious injury.